Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Analysis did not identify any device characteristics that indicated this device was exhibiting the electrical overstress behavior. Boston scientific issued an advisory communication in august 2019 regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior; the population of devices that may be impacted was expanded in december 2020. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was prophylactically explanted and replaced due to the device being included in the emblem s-ICD overstress and emblem s-ICD premature depletion advisories. No adverse patient effects were reported. The explanted device was returned for analysis. Analysis completed in our post market quality assurance laboratory determined that the device did not meet longevity expectations.